Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was confirmed through archive data review of the autopulse platform (sn (B)(4)). Evaluation of the platform revealed physical damages upon receipt. The autopulse platform is a reusable device was manufactured on 27 mar 2009 and has exceeded its expected serviceable life of 5 years, the device is over 9 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. The device was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture. No ua 12 error message was observed during initial power up; however, a ua 45 (driveshaft not at "home" position after power-on/restart) was displayed during compression. The ua 45 error message is caused by the stiffness of the driveshaft and is unrelated to the ua 12 error message. A clutch plate deburring was performed to remedy the ua 45 error message. Following this, the damaged parts were replaced and the device was further tested and operated as expected without reproducing user advisory error messages or any other issues. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 error message recorded in the archive data is easily clearable by the user. The ua 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. As a precautionary measure to prevent the reoccurrence of the ua 12 error message, the switch lever was checked and ensured calibration to specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During routine inspection, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) and ua 45 (driveshaft not at "home" position after power-on/restart) error messages. The user performed troubleshooting by resetting the driveshaft back to its home position; however, this did not resolve the issue. No patient involvement.